Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2025, it was reported that the helix of the vlp exhibited a positioning problem. The physician elected to reposition the vlp. After multiple repositioning attempts, the helix of the vlp exhibited thrombosis. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of difficult or delayed positioning could not be confirmed. Visual inspection showed that the helix length was out of specification consistent with procedure. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.